Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been experiencing pain around their lower back for a month or so. Caller stated that it felt like the ins had become dislodged. Patient said they couldn't understand how they could feel a cut or a pin scraping against them. Patient kept telling their doctor and they had the patient all ready for injections. Patient then said last night it started hurting them a lot, especially when they laid on the left side of their buttocks and part of their buttock. Caller stated that the ins had moved to the left side and was causing them the same pain they had been experiencing on the right side. Patient also said it felt like they had a welt down there. Patient noticed the stimulator had come loose inside of them. The patient was redirected to their healthcare provider (hcp) to further address the issue. Caller stated that the hcp they used to see is no longer there. Agent sent the caller an email with physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and said they'd tried to get a hold of their manufacturer company representative (rep). The patient said they kept calling the rep's number but she wasn't getting back with the patient. Patient reiterated that their stimulator had dislodged and now it was sending electrical shocks to their vagina and it hurt a lot. Patient said they thought they turned the therapy off but they weren't sure if they did it right and wanted help checking to make sure it was off. Patient services walked the patient through connecting to their settings. When patient services asked the patient to place the communicator down over their inssite the patient said "well it's sticking out of my hip right now" and patient services advised the patient to place the communicator over the skin where the ins was and the patient was able to connect to see their settings. The therapy was already off. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their hcp to check the implanted system. Patient services asked the patient if they had located a new hcp however the patient said that they'd call "them" to try to get in. The patient said they were already told by the clinic that they couldn't see them but said they'd call again to try to schedule an appointment. Patient services called the patient back to attempt to clarify what clinic they were going to as well as to ask the notify date for the rep they were trying to contact and try to collect the rep's last name however when the call was answered, patient services could not hear the patient on the other line so patient services hung up, reset their headset and attempted to call the patient again however the number wasn't dialing. It appeared there was an issue with calling the patient's number so patient services was unable to reach the patient again.